Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose was 130 mg/dl. It was reported that insulin pump did not stop beeping. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring is neither damaged nor corroded. Display did not return after pump restart. The device will be returned for the analysis.